Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that the device twisted when trying to position. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was attempted to be implanted. When trying to place the closure device, the closure device twisted. The procedure was aborted due to this issue. No patient complications were reported.

Manufacturer narrative:
B3: date of event - estimated as the year the comment was made as the date of the event is unknown.